Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there were no cancelled boluses in the pump's history. The total daily doses added up correctly and reflected the user's programmed basal rates. The keypad was found to be fully intact; no peeling or damage was observed. During testing, all the keypad buttons responded to presses and there was no hyper sensitivity. The pump was exercised for 24 hours with no alarms or warnings. The force sensor calibration was found to be within specifications. The pump passed a (B)(4) flow accuracy test. During investigation, evidence of contamination was found under the down arrow key contact. No other defects were found during investigation of the pump.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas stating that the ok keypad button was unresponsive. The patient reportedly experienced a blood glucose (bg) value in the range of 9 to 17 mmol/l. The reported bg value is not indicative of an adverse event and does not meet the animas criteria of an adverse event. This complaint is being reported due to the alleged keypad issue.